Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(4), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an external device. It was reported that the patient (pt) has been having issues for about the past month with their controller while charging their implantable neurostimulator (ins). Caller stated that the controller screen will turn all white and becomes unresponsive while charging the ins. Caller was not with the pt at the time of call. Technical services (tss)reviewed information and recommended that pt call patient services to request a replacement controller. Caller also mentioned that a couple of other reps within their territory have heard that other pt's have experienced the same issues. Tss asked for information and caller stated they do not have further information and said that the events were reported via mpxr. Patient called back and repeated information in this case. Patient described that the controller screen would die when the battery level gets to 60% while charging the implant, and that the recharging paddle gets really hot. Patient clarified that they don't let the implant battery go below 60% because once it gets to 70% they can feel a difference, so when they charge the implant after about 20 minutes the paddle is hot to the touch and the controller dies. Patient said they'll plug the controller into ac power and it will still show it has charge, usually 60%, so they let that charge then go back to charging the implant. Patient said it's very frustrating and they just go back and forth and back and forth between charging the devices. Patient said they liked their old system better noting they're not a gadget person and they are dyslexic so not having the pictures showing them what to do is frustrating. Patient noted they've only had this implant for 3 months and it's causing nothing but problems. Patient noted it's taking longer to heal from this one commenting that they can't stand for long periods and they can't sleep. Patient stated the implant battery is draining because they have to have the stimulation on 24/7. Agent had patient examine the recharger for damage; patient noted the antenna was bent near where it connects to the cord and said that's where it gets hot. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported the patient received a new paddle but their battery was in their butt cheek where they sit. The patient had to charge while sitting and most of their day they were chair bound and they didn't have a problem with their old system for charging. The patient noted the new paddles for charging was not thought through for people who were in chairs for most of the day. The patient noted they would be going through a lot of paddles as they got hot.

Manufacturer narrative:
H3: product ID 97755-s lot#/serial# (B)(6) was returned for product analysis. Analysis found the complaint was unable to be ve rified. They found no issues with finding or charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.